Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data: initial measurement was >64 pmol/l, and repeat result was 13 pmol/l (customer reference range is 9-19 pmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I free t4 result included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained reagent lot kit, stored at the recommended storage condition. Testing met acceptance criteria, and the products are performing as expected. Review of tracking and trending data identified an increase in complaints for the alinity I free t4 assay as well as an increase in complaint activity for the reagent lot. However, testing was performed utilizing a retained kit of lot 73276ud00, which contains the same bulk material as lot number 73276ud01, and noted that all testing passed, indicating the reagent lot is performing as expected. Device history record review did not identify any non-conformances or deviations for the reagent lot and complaint issue. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I free t4, lot number 73276ud01, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 07p70-74 that has a similar product distributed in the us, list number 7p70, with 510k number k173122.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data: initial measurement was >64 pmol/l, and repeat result was 13 pmol/l (customer reference range is 9-19 pmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.